Event description:
Intermittent discrepant results for etoh testing. Three examples were provided in which the initial result was negative. When samples were repeated using a different method, all 3 samples gave result of >200 mg/dl. Initial results were reported. Pts not adversely affected. The field svc rep determined there was a problem with the sample probe. The instrument was repaired.